Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection of an unknown source. The physician elected to remove the patient's implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.